Event description:
Zoll m series cardiac monitor attached to a pt found in cardiac arrest and in ventricular fibrillation. The monitor was charged to 120j; however, the device failed to countershock. Two minutes later, a countershock was delivered from another similar device. The pt was pronounced dead at the hosp. No mechanical problems have been noted from 3/2002 to present.